Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: test strip issue.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting range from 100 to 109 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test unable to be performed due to improper storage of test strips. Verified storage of test strips is not within specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 07/30/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: adverse event not reported.